Event description:
Procedure type: lap chole. According to the reporter: during the case, the clear cone tip of the trocar visiport broke off at the distal end. The lens did not fall into the cavity and the incision size was not extended. A new instrument was used to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No add'l info about the pt is available.

Manufacturer narrative:
(B) (4).